Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test and no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.